Manufacturer narrative:
On 1/23/2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of the sensor data available in the data management system (dms) indicated transient optical instability. The observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Support provided instructions to perform a sensor re-link to allow the system to re-initialize and converge faster. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. The user acknowledged this guidance, successfully performed the sensor re-link, and agreed to continue use of the system as instructed. Dms review confirmed the system was current with active use.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.